Event description:
Pt was a previous staff member who was injected during the original eval. She was injected in the lips and cheeks, 0.5 cc in each cheek and the rest in the lips. She was asked if she had any previous cold sore breakouts, and replied no. The day after the injection, she developed a herpetic lesion (herpes) and then a secondary staph infection. The injector put this down to the fact the pt hd previous cold sores, but didn't tell her. The pt was prescribed two rounds of anti-viral medication (acyclovir 200 mg/ 5 x per day for 5 days) and two rounds of antibiotics (bactrim ds by mouth 2 x per day for 10 days).

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.